Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pacing inhibition was observed approximately 15-16 seconds after an ablation procedure was started despite the device being programmed to voo and at the highest programmed output. A boston scientific technical services documented and discussed device function with the caller. No adverse patient effects were reported.